Manufacturer narrative:
The batch record was not reviewed because the lot number was not provided. However, all lot records are reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. One sample was received for analysis. The sample was evaluated by testing the pump; the results were that the bound part of the tube did not separate during the feed as reported. The pumping set was fitted with a pumping machine and the formula moved though without any issues. Therefore, the actual complaint could not be confirmed and met all product specifications. Inspection tests are performed on the pumping section to check functionality for occlusion or leaking prior to release as per product specification requirements.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the nutrition leakage occurred due to the disconnection of the tube.